Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent moved on balloon occurred. During preparation of a 28 x 2.50 rebel stent, when the technician pulled the stent out of the hoop, the distal 10 mm of the stent was off of the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with a stopcock attached to the hub. The outer shaft, inner shaft, stent, balloon and tip were microscopically examined. The stent distal end of the stent was stretched over the tip. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. There were numerous kinks throughout the hypotube of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The reported stent movement was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent moved on balloon occurred. During preparation of a 28 x 2.50 rebel stent, when the technician pulled the stent out of the hoop, the distal 10 mm of the stent was off of the balloon. The procedure was completed with another of the same device. No patient complications were reported.